Event description:
(B)(6) 2021, hcp requested medical advice after pdo threads placement. Hcp reported they implanted barbed pdo threads - two on the patient's left lower 1/3 face and one thread on her right that had less laxity. Patient-reported discomfort with the placement and buffered 0.5 % lido with epi was used. According to hcp, the patient had visible buckling on the right side more than the left side after placement. The practitioner tried to subside the area with a 25g cannula immediately post-placement. The patient complained of visible bumps and was seen by hcp two days post-treatment to place filler around the visible thread. According to hcp, the patient had an evaluation two weeks post thread insertion and complained of pain sensations. Ibuprofen and vitamin b were prescribed. (B)(6) 2021, our medical director suggested "if the thread is extremely superficial and palpable, I would recommend trying to remove - if it is not immediately palpable, I would recommend conservative observation and possible topical radiofrequency every 1-2 weeks until the area improves" (B)(6) 2021, hcp requested additional advice from the medical director which was given via phone on (2021. No additional information or status of this patient was provided.